Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material from the tip of a brush exiting the channel. There were no reports of patient involvement. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the phenomenon could not be confirmed, but the specifications and functions of the returned equipment were satisfactory. As a result of confirming the device, it was confirmed that the phenomenon indicated could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a cleaning brush that was being utilized was not straight just before it broke inside the device after repeated insertion and removal. It was possible that the use of the brush in this condition may have been felt as resistance when the bent brush passed through the channel connections and other areas where there were slight seams in the design. The stress on the brush was presumed to have broken the tip into the device, causing the suggested phenomena. The events can be detected and prevented in accordance with the following instructions for use (IFU): instruction manual operation manual states in 3.8 inspection of the endoscopic system, inspection of the instrument channel as follows. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. Instruction manual operation manual states in 3.8 inspection of the endoscopic system, inspection of the instrument channel as follows. Instruction manual reprocessing manual states in chapter 2 function and inspection of the accessories for reprocessing, 2.9 single use combination cleaning brush (bw-412t) as follows. Confirm that the channel cleaning brush part and tip at the distal end are securely attached. Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Check the bristles of the channel cleaning brush and the channel-opening cleaning brush parts for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Check the shaft for bends, scratches, and other damage. 5.5 in manually cleaning the endoscope and accessories states as follows. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. According to the investigation above, since the disposable brush was reused over several times by the user, it is therefore recommended that the user facility handle the device in accordance with the instruction manual. Olympus will continue to monitor field performance for this device.